Manufacturer narrative:
Device eval summary: device evaluated of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge/ battery fault) has been confirmed. As received, the battery would not power on a monitor. Upon eval, there was a loose solder tab on the pad of component p4. The cause of the inability to power a monitor damaged solder tab on component p4 to the battery cell. The root cause of the damaged solder tab cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report battery pack was defective. The pt was provided a replacement battery pack.